Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some kind of silicone oil deposits was found on the intraocular lens (iol). Possibly the coating of the cartridge or the shooter. The iol remains implanted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation could not be performed, because no product was returned. However, provided photographs were evaluated. The pictures show an implanted 3 pieces lens with 2 linear colorless smears/deposits, located near to the optical center of the lens. The root cause of the reported event as well as its potential clinical impact could not be determined from a picture. The complaint issue of foreign material - loose was not identified during the photo evaluation. The observed inclusions are similar to the reported complaint issue, however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.